Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction surgery with implantation of aa 425cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient experienced a burning sensation in the left breast and was observed to be flat. A health professional also noted that the implants had moved from their original placement. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast. Refer to manufacturing report number 1645337-2022-02223 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. FDA correction/ removal reporting no.: (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).